Event description:
It has been reported to co that during the procedure the gasket of this device dislodged. Reportedly, the event occurred as one catheter was being removed and another inserted. The device was removed and replaced. The pt is reportedly fine. The device is not being returned for evaluation as it has been discarded by the hospital.